Manufacturer narrative:
Product complaint # (B)(4). Device code: no code available is intended for visual damaged unspecified device. This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
I inspected all of the instruments and they weren¿t all as bad as originally suggested. I have listed the ones that have a current issue below: d254500508 mvmcjv070 damaged spring.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Springs damaged through normal use. Come off during surgery. One has already been lost during surgery.